Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited undersensing. The device was reprogrammed. The patient was in good condition.